Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the foot control device gasket was blown out and leaking oil could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that water was mixed with the oil preventing the pretest from being completed. It was further noted that the gasket appeared to be fine. The assignable root cause of the water in the oil was determined to be due to immersion during cleaning, which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the gasket of the foot control device was blown out and leaking oil. It was reported that there was no delay due to the event as an identical spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.